Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable event of burnt distal end cover was confirmed. Based on the results of the investigation, it was presumed that the event was caused during the handling of the device by the user after shipping from the factory. The root cause of the event could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states that detection method in IFU evis exera ii gif/cf/pcf type 180 series operation manual detection method: chapter 3 preparation and inspection_3.3 inspection of the endoscope 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. IFU states that detection method in IFU evis exera ii gif/cf/pcf type 180 series operation manual detection method: chapter 3 preparation and inspection_3.3 inspection of the endoscope 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Olympus will continue to monitor field performance for this device.